Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-may-08, information was received from an healthcare professional (hcp) regarding a patient receiving baclofen (1,500 mcg/ml, 148.3 mcg/day) and dilaudid (30 mg/ml, 2.966 mg/day) via an implantable pump for non-malignant pain. Information reported the hcp accidentally programmed the old drug desired dose for the bridge bolus incorrectly. The reporter stated they meant to program the old drug desired dose to be 2.966 mg/day for dilaudid, however, they mistakenly programmed it to be 13.1 mg/day. The caller reported the bridge bolus duration was 2 hours and 8 minutes. The caller reported the patient had overdose symptoms shortly after and had to be admitted to the hospital. The patient had now recovered and was at home.